Manufacturer narrative:
Date of event: exact date unknown, event occurred over the years.

Event description:
It was reported that over the years, the patient was having difficulty charging the ipg. Patient stated that the charger would continuously beep over the ipg and would not stop. It was also noted that about 6 months ago, the ipg would not charge at all. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.